Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected decreasing impedance measurements on this defibrillation lead. It was reported that at implant the impedance measurement was 1342 ohms and currently at 759 ohms. Although there was a significant decrease in the impedance measurement it was still within a normal range. A technical service consultant recommended to monitor the patient. Subsequently, the device was explanted for normal battery depeletion and returned for analysis. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.